Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the vessel sealer extend (vse) instrument's movement was not smooth or had unnatural control. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Issue occurred with surgeon's head in the high-resolution stereo viewer. It occurred when surgeon was attempting to manipulate instruments from the surgeon console. It was not related to the inability to move the instrument at all. The movements of the surgeon did scale appropriately to the instrument. Surgeon wanted to turn vse right or left but observed instrument movement did not turn to the right/correct angle. Instrument did not move in the intended direction. No shakiness, no friction, no instrument-to-instrument or system arm-to-arm interference, and no external collisions. Issue was persistent. Customer re-installed the vse. Device was inspected prior to use. There was no injury to the patient. Instrument is available for return for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated the customer reported complaint "vse shows unnatural control during operation". The instrument exhibited imprecise motion in the pitch direction(s). The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. Other components adjacent to the dislodged snake wrist do not show damage. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the master tool manipulator and main tube. The probable root cause of the functional test failure is attributed to the dislodged main tube.